Event description:
Ongoing intermittent occlusion alarms were reported. There was no adverse impact on the customer¿s blood glucose level. The customer changed supplies and resumed insulin. Subsequently, a replacement pump was sent to the customer.